Event description:
Tibial component modular size 4 breaks at the inlay sleeve bar. Inlay pe-cone breaks in the tibial component due to insufficient fixation to the tibia. Sealing sleeve itself is so far intact. The tibia had been implanted with one med and one lat. Wedge 10 mm each the inlying femur rt-modular left (allergy variant) with stem 20x200 and med-lat dist 5-mm wedges can be pulled directly out of the medullary canal with two fingers (was totally loose).

Manufacturer narrative:
A revision surgery of a rt-plus implant was reported. All the components except the tibial stem were returned for investigation. The returned products show a large amount of bone cement on the femoral component. The tibial stem was not returned. The inferior part of the pe insert was observed to be fractured. Damage typical of hyperextension was observed on the femoral bar. The feature of the tibial plate holding the metal staple is fractured. Crack propagation marks on the pe insert indicate that the fracture propagated from posterior to anterior direction. A review of the production documentation for the pe insert did not reveal any deviation from the standard manufacturing processes. No other complaints have been reported for this batch of pe inserts. The provided complaint description indicates that the femoral component including wedges were loose. The provided x-rays dated 1 week before the revision show radiolucent lines alongside the stem of the femoral component, a medial femoral condyle appearing disconnected from the implant and remaining bone. These findings presumably correspond to the reported loose femoral component. Radiolucent areas surrounding the bone cement of the lateral tibial component and no boney support to the medial tibial base plate were also apparent. Whether these corresponded to a loss of stability of the implant was not reported. The femoral resection was done high, which resulted in a low patella and presumable unfavorable effects on patellar tracking and knee biomechanics. The provided implantation report and patient information indicate that the patient has had previous revision of the knee and is slightly overweight. Based on the limited available information, the nature of the reported loosening cannot be further investigated. A relation of the high femoral resection with possible adverse effects on joint loading on the loosening and the reported fractures and damages of the implant components cannot be excluded. The root cause of the reported issue remains undetermined. There is to the best of our knowledge no indication that the returned devices failed to match specification at the time of manufacturing. No further actions have been initiated. If additional information becomes available in the future this investigation will be reopened.